Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line of a prismaflex st150 set was "broken" and leaked blood during continuous renal replacement therapy. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the return line was disconnected from the screwed connector. A non-homogenous mark of solvent is visible on the tubing, indicating a lack of solvent which allowed the disconnection. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the misassembled tubing was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted